Event description:
Pt hospitalized for left hip replacement when during the procedure, the tip of the suction tube was noted to be broken and missing. The wound was thoroughly explored and irritated, but the plastic piece could not be found.